Event description:
It was reported the patient presented in the hospital for an unrelated issue. Upon interrogation, it was discovered the atrial lead was causing discomfort through diaphragmatic stimulation. X-ray confirmed the atrial lead had dislodged. No changes or interventions were performed. The patient was in stable condition.